Event description:
It was reported that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs in (B)(6) 2012. It was reported that in (B)(6) 2012, the patient presented with a history of degenerative disk disease at c6-7 with a right c7 radiculopathy who failed conservative management. The patient presented for surgery with preoperative diagnosis of c6-7 degenerative disk disease. The patient underwent the following procedures: c6-7 anterior cervical discectomy; total disc arthroplasty c6-7 using a large prodisc-c 5mm implant. No patient complications were noted. Ten months later, the patient presented status post a c6-c7 total disk arthroplasty. The patient initially did quite well after the surgery; however, she began to develop significant pain and right arm symptoms 3 months after her surgery. She was treated conservatively for 6 months and was subsequently found on spect scan imaging to have increased uptake at the c6-c7 level where the prodisc-c implant was. The patient's implant appeared to be in good position despite the fact the patient did have upper thoracic scoliosis. The patient elected to have the implant removed. The patient presented for surgery with a preoperative diagnosis of c6-7 total disc arthroplasty failure. The patient underwent the following procedures: removal of a prodisc-c implant at c6-7; arthrodesis at c6-7 with preparation of the end plates and uncovertebral joints; intervertebral device placement using a 6mm implant; anterior cervical instrumentation using a plate and screw system with 14 mm screws bilaterally at c6 and on the left at c7 with a rescue screw on the right at c7; autograft bone fusion using locally harvested bone; allograft bone fusion using demineralized bone matrix. Use of musculoskeletal transplant dbx putty was noted. Per the op notes, the patient had a lot of scar formation around the prodisc-c implant. There was inflammatory tissue growing in the region as well. Following removal of the prodisc, the endplates were prepared followed by preparation of the uncovertebral joints bilaterally. Auto-graft bone was collected for later autograft fusion. A 6mm x 14mm implant was selected, packed with demineralized bone morphogenic protein allograft and autograft material. A 27 mm anterior cervical plate was selected and placed into position and locked into position using 14mm fixed screws both superiorly and inferiorly. The right lower c7 screw did not initially get good purchase and subsequently was switched out with a rescue screw. No patient complications were noted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although the patient's medical records do not indicate that our product was used during this procedure, the consumer alleges that our product was used, and therefore we are filing this MDR for notification purposes.